Manufacturer narrative:
At the visit on site the field service engineer checked the device and found it meets the requirements. The system history shows that the laser was verified successfully prior and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The logfiles revealed that the reported patient was the first on that day and both treatments for od and os show no deviations or abnormalities. Further all the other treatments on that day show no error or warning message. Several treatments were interrupted by the user releasing the laser pedal but no other issue is detectable. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported deviations in astigmatism correction with spherical correction being good post photo refractive keratectomy (prk). The surgeon indicated that during multiple cases some treatment results are not satisfying since the demolition of a building near the hospital. Vibrations were noticeable in the operation room. There are multiple related reports for this event. This report addresses the (B)(6) male patient, and other manufacturer reports will be filed for the other patients reported.